Event description:
The lead was capped on (B)(6) 2011, due to product performance issue. No other information was available at this time. The procedure took place at (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).